Event description:
Physician reported a rupture of the left device discovered by palpation and confirmed by ultrasound and MRI. The device was explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on anterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a rupture of the left device discovered by palpation and confirmed by ultrasound and MRI. The device was explanted and replaced. Right side.